Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
Pt allegedly received an implant on (B)(6) 2005 due to multi-trauma, injury to left leg. Pt alleges tilt, device unable to be retrieved, filter embedded, calcification. Pt further alleges distress.

Manufacturer narrative:
Corrected fields: b1, b2, h1. Additional information: investigation ¿ investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation. The following allegations have been investigated: vc perforation. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown or unavailable, or unchanged.

Event description:
No additional information provided at this time.

Manufacturer narrative:
Additional information-investigation- it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tulip, unable to retrieve (emb'd), tilt, calcification, distress'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. A filter that is embedded in the wall of the ivc may be difficult to retrieve. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Unknown if the reported calcification, distress is directly related to the filter and unable to identify corresponding failure mode(s) at this time. Catalog and lot# are unknown, but the tulip filter is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information provided at this time.

Event description:
Additional information received identified that per the (B)(6) 2018, computed tomography-abdomen without contrast: " findings: the inferior vena cava appears patent and of normal caliber. An inferior vena cava filter is identified, with its proximal portion positioned approximately 10 mm from the region of the right renal vein, which is satisfactory. Satisfactory orientation is noted without significant tilt suggested. In several images, one of the right inferior struts appears to project beyond the wall of the cava approximately 4.0 mm. The appearances are otherwise satisfactory. No deformity, or malposition of the struts is otherwise suggested. The caval caliber is satisfactory. Impressions: 1. An inferior vena cava filter is identified and is satisfactorily positioned inferior to the region of the right renal vein, with normal orientation and angulation noted without evidence of tilt or migration. 2. One of the posterior inferior struts of the filter does project approximately 4 mm beyond the region of the wall of the lumen of the inferior vena cava. There does not appear to be any deformity of this strut. Its tip may be located within or slightly beyond the actual wall of the cava".

Manufacturer narrative:
Additional information: b5, b6. H6-patient codes. H6-device codes: appropriate term/code not available (3191): perforation. H6-method codes. H6-result codes. H6-conclusion codes. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.